Manufacturer narrative:
Analysis of the pump identified high battery resistance. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Document received on 2016-oct-04 contained no new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider, both directly and via a company representative regarding a patient receiving bupivacaine (35 mg/ml) at 5.7 mg, baclofen (375 mcg/ml) at 61 mcg/day, and dilaudid (4 mg/ml) at 65 mg/day in simple continuous mode with an extra 12 patient activated (pa) boluses/day via an implantable pump for failed back surgery syndrome. With the extra pa boluses the dose may be up to 100mcg/day of baclofen. The patient uses 6-8 pa boluses a day. The patient had breast surgery on (B)(6) 2016 and they removed a mass. The patient had not been seen by the healthcare provider for over a month. The pump seemed to be working fine until (B)(6) 2016. On (B)(6) 2016 the patient was able to access a bolus at about 11:00. The patient reported an 8474 code on the personal therapy manager (ptm). It was reviewed that this code means that a reset occurred. The patient had heard the pump beeping, but thought it was something else in the house. It was reviewed that the healthcare provider would have to use their 8840 physician programmer to determine what kind of reset was occurring. The healthcare provider interrogated the pump and found a motor stall that was not recovering. The pump was turned to minimum rate and a replacement was scheduled. The patient knew that the pump was not delivering the medication at a therapeutic rate anymore because her legs and back were hurting. She had really bad neuropathy. There were mild withdrawal symptoms. This was considered a sudden change in therapy. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2016. The catheter had good flow. The patient was alive with no injury and doing fine. The event was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.